Manufacturer narrative:
(B)(4). The product is not expected to return, customer stated the sample was discarded. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause of this specific event. Information has been added to the database for trending purposes. (B)(4).

Event description:
Covidien received a report, the inner cannula was cracked along the line of the cannula. Reporter state this was noticed after vigorous cleaning of device. Reporter confirmed there were no functional problems with patients breathing due to the crack. Customer is discussing with physician the change from the reusable to a disposable.